Event description:
Vns pt does not want to eat or swallow and has stopped speaking. The pt has a history of electrical status epilepticus for five years and also has landau kleffner syndrome (subclinical seizures that cause cognitive and receptive language regression). The pt reportedly had some speech unitl approximately 4 months ago, but has since stopped talking. A g-tube was placed approximately 8 months ago because of the pt's refusal to swallow and difficulty in administering medications. It was reported that the pt's progress in school has dramatically declined and that the pt just lays around and doesn't really do anything anymore. The pt still has uncontrolled seizures with medications and vns therapy, but the vns has reportedly decreased the pt's postictal and recovery time. Treating neurologist has reportedly decreased programmed parameters, but does not believe that the pt's symptoms are related to the vns. Treating neurologist indicated that the pt's condition was caused by their natural history of landau kleffner syndrome and was medication-related.